Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this electrode, due to noise over-sensed by the device. The sicd was programmed to the primary vector. The patient was seen in the office for a follow up, and noise to be recreated while performing isometric exercises in all 3 vectors, with no noise seen during manipulation. A technical service t/s consultant was requested to review device data. Ts advised at the time of the inappropriate shock the device was programmed in the primary vector, memory counters indicate a potential electrode issue. Ts advised of changes in amplitudes. Ts provided recommendations for x=ray imaging. The device remains implanted. New information was received that smartpass was disabled. The patient was admitted to the hospital due to therapy optimization. The physician requested assistance with reactivating smartpass and checking the stability of each vector in different positions. The device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to noise over=sensed by the device. The sicd was programmed to the primary vector. The patient was seen in the office for a follow up, and noise to be recreated while performing isometric exercises in all 3 vectors, with no noise seen during manipulation. A technical service t/s consultant was requested to review device data. The device remains implanted.